Event description:
Consumer complaint of high blood results. Caller normally ranges from 130-190 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (435) and lowest normal result (130) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4).